Event description:
(B)(4). I wasn't feeling good for a couple weeks and one day I was sitting down and when I went to stand up all of a sudden a got sharp pains in my pelvic area. I couldn't move for a couple days. I have been hurting since then I went back to the doctor who placed the essure in me and he told me it had nothing to do with essure but could not tell me what was wrong. I have since then seen like 3 doctors and been to the emergency room a number of times because the pain gets so unbearable that I can't even move. I want to cry all the time. I have 2 children and I can't do things with them like I should because I am always hurting! I have also had breakouts down in the lower region since and the doctors don't know what they are from as well as getting severe migraines.